Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) 2 and completed the device evaluation. The unit was analyzed, and the reported failure (instr. Engage / recognition) was able to be confirmed during visual inspection. The spring plungers were bent.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site and replaced the psm to resolve the issue. The fse found that the instruments would not be released unless the sterile adapter was released first. The system was tested and verified as ready for use. Isi has received the instrument; however, failure analysis is still ongoing. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, patient side manipulator (psm) 3 was not recognizing instruments even after changing the drape / sterile adapter and power cycle. Technical support engineer (tse) requested nurse to clean the surface as logs are showing error 282 pointing to tool sensors. The customer did not want to interrupt the procedure with troubleshooting and would try later.